Event description:
Pt reported several of the pen needles that she received from her most recent order were not sharp enough and did not go into her skin at all. Finally pt used the ones that were sharp and did the injection. Pt did not miss any dose and did not have any adverse events. Pharmacist determined defective pen needles. Pharmacist authorized replacement. Unknown if available for return. No further information provided.